Manufacturer narrative:
(B)(4). Batch # p93f5y. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. There were no alert screens displayed at any time during testing. The device was disassembled and it was found that there was a cracked internal component. No conclusion could be made as to how the component was damaged. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that the surgeon was doing a lap colectomy, it was a long case. After 4 hours usage, when he dissected the meso-rectal, an error "replace instrument" occurred. They unplugged the cable from the gen11, the consumable resume normal. After 15 minutes more usage, an error appear again. The tissue pad of the distal tip melted. And had to replaced with a new instrument. No patient consequence reported.